Event description:
A1059 mayfield skull clamp was reported to have a locking mechanism that did not lock properly. The unit was in contact with the pt but, it is unk whether there was an injury involved with this event. The facility did not respond to requests for additional clinical information.

Manufacturer narrative:
Integra lifesciences engineers were unable to confirm the report that the locking mechanism did not lock properly and were unable to determine root cause based on the fact that the unit received for an evaluation was not the unit involved in this complaint. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.